Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the patient was revised due to implant fracture.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. X-rays were received and reviewed by third party hcp. There is a fracture at the lower aspect of the humeral fixation plate. No screws are fractured. There is fracture of the humerus at this level with fracture apex lateral in position. The plate was returned. The plate is fractured and pretty beat up with scratches almost everywhere. Sem results showed the plate has numerous scratches on the superior surfaces and the plate fractured at the screw hole. Fracture surface artifacts are consistent with fatigue fractures. The screw hole threads show deformations. The plate¿s metal is verified as ti6-4 titanium alloy. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.